Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Per the instructions for use, the recommended size delivery system for use with a amplatzer septal occluder is an 10f. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 23 august 2024, a 26mm amplatzer septal occluder was selected for implant using a 10f amplatzer trevisio delivery system. During implant, at the second time of positioning in the septum, cobra deformation was observed. There was no interaction with cardiac structures during deployment and no angulation or kink was observed with the delivery system. The occluder was never released from the delivery cable while inside the patient and was removed. Outside the patient, the occluder was checked on the table, but the deformation persisted. The device was exchanged for a new 24mm amplatzer septal occluder (lot 10177515) which was attempted to be implanted using the same delivery system, however this also deformed into a cobra shape. There was also no interaction with cardiac structures during deployment and no angulation or kink was observed with the delivery system. The occluder was never released from the delivery cable while inside the patient and was also removed. Finally, a new 24mm amplatzer septal occluder (lot 10177515) was successfully implanted using the same delivery system. The patient was reported to have recovered. The procedure time was extended by more than 1 hour with no hemodynamic compromise or adverse event to the patient.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.